Event description:
It was reported that the patient presented for a generator upgrade. Prior to the procedure, the right atrial (ra) lead exhibited a failure to capture, failure to sense and was dislodged. On (B)(6) 2023 the ra lead was capped and replaced. The patient was in stable condition.